Event description:
The patient contacted lifescan and reported that their one touch ultra meter was in the wrong unit of measurement (mmol/l instead of mg/dl). During troubleshooting, it was verified that the meter was previously set in the correct unit of measurement and the patient had not recently changed the units of measurements in the meter settings. The patient had gone to their doctor for assistance and their medication was increased. Based on the information provided, there is an indication that the product has malfunctioned. This case is being reported as a malfunction due to the fact trhat meter is in the wrong unit of measurement while the patient did not go into the meter settings. There is also no information to suggest that the patient experienced injury due to the product. A replacement was sent to the patient.